Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa was unable to be determined. The reported improper or incorrect procedure or method is associated with the user implanting the clip even though it failed efaa. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes added: medical device problem code: 2017.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 mixed mitral regurgitation (mr), small restricted posterior leaflet and small atrial septum with low transeptal puncture for a mitraclip procedure. During the procedure, the clip opened continuously during establish final arm angle test (efaa). Troubleshooting was performed and was unsuccessful. Nevertheless, the clip was deployed and remains stable on leaflets. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.